Event description:
Synergy china registry. It was reported that atherosclerotic heart disease occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left circumflex artery with 100% stenosis and was 32 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.0 mm x 32 mm synergy stent. Following post dilatation, the residual stenosis was noted to be 0%. Seven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the outcome of the event was recovering and resolving. Three days later, subject was discharged on aspirin and ticagrelor.